Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their implant and the issue began ever since they got the implant. Patient stated they developed neuropathy in their foot and the implant wasn't taking away their pain at all. After thanksgiving patient fell to the floor, went to the emergency room, was at the hospital for month. They said that it was the stimulator and patient had to have the implant removed or nothing would happen for them. Patient mentioned the nerves had been 'patched' or the damage had been done. Patient noted they couldn't walk and they walked with a walker and they could do that much sometimes. Patient was in a wheelchair right now and they would be in excruciating pain. Patient had an appointment with their doctor and as long as they were taking clonazepam then the doctor wouldn't give them opioids. Patient was still on their pain medications and when they were at the hospital they were taught to take the clonazepam and opioids together and take them 3 hours apart. If their pressure went up as high then they would be in stroke mode. Patient was supposed to be given depression medication for pain and depression. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep met with patient (pt) on 1/21 and pt still had device implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep was not aware of a date when the patient fell. The patient was informed by the hcp that they were scheduling the patient for a removal of the device. She clarified that when she programmed the patient on (B)(6), she was not made aware of any fall, hospitalization or planned explant. No device issues were noted or reported to her either. Rep added that patient tends to lie about events. Rep spoke to hcp¿s nurse today and was informed for the first time that patient¿s device will be explanted due to no relief. Explant date is tbd. Rep had no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the pt was explanted yesterday, no rep was present.